Manufacturer narrative:
The event of "hematoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen® gts event described as "choroidal hematoma with iop of 1 [mmhg] after xen implant." The surgery had gone well.